Event description:
Healthcare professional reported left side "prosthesis rupture". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "prosthesis rupture". This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported left side "prosthesis rupture". The device has been explanted and replaced.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Additional, changed, and/or corrected data: a5, b5, b6, d4, d9, e1, h3, h6.